Event description:
The temporary pacemaker was returned for repair and subsequently tested out of specification. The front housing has physical damage. It is cracked by the display.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed that the lcd lens was cracked. It was also concluded that the upper/lower cases, two side bail covers, and battery drawer were broken. Additional findings noted: ring cover, battery drawer o-ring, and heart block were contaminated, and two side bails and ring were bent.